Event description:
This loaner defibrillator was returned with a complaint that there was excessive artifact while monitoring a patient. No other patient or incident information was available.

Manufacturer narrative:
The returned defibrillator was tested using the returned patient cable and proper operation for patient treatment was verified. Attempts to reproduce the artifact reported were unsuccessful. The type and condition of the electrode pads used is not known. This loaner unit was returned and tested twice more during 1999 with no problems reported or found during testing.